Manufacturer narrative:
Additional suspect device model number db-2202-45, dbs directional lead sterile kit 45cm, serial number (B)(4).

Event description:
It was reported that the patient underwent a lead replacement procedure due to inadequate stimulation. The physician assessed that the leads were likely off target due to difficulty using a robot to guide the leads during the procedure. The explanted leads will not be returned due to hospital policy.